Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery spatula instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A review of two images provided by the customer of the instrument was performed. Both images show a conductor wire cap and a distal clevis ¿ear¿ that likely separated from a permanent cautery spatula instrument. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted esophagogastrostomy and mediastinal lymph node dissection procedure, a piece of the permanent cautery spatula instrument broke off while the surgeon was performing dissection of the stomach. A fragment fell inside the patient and was retrieved during the same surgical procedure using a grasper instrument. The procedure was completed robotically as planned with a back-up instrument. An abdominal x-ray was performed; however, the results of the x-ray are unknown.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the dvstream events indicates a mid-procedure undocking of all instruments for approximately 40 minutes. A backup permanent cautery spatula (pcs) instrument was noted to be used once instruments were re-docked to the system for robotic continuation. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.